Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. There were no button error alarms during testing. There were no ramping numbers noted on the display. The pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and cracked on the display window noted.(B)(4)

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was unknown. The customer states the up button was stuck, and the numbers kept scrolling. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.